Event description:
It was reported that the right ventricular (rv) lead experienced high and unstable impedance varying from greater than 2500 ohms to normal values. During a routine device changeout, the rv lead was disconnected from the device and measured with the analyzer resulting in normal parameters. At that moment, a possible lead connection issue was considered. In addition, two non-sustained tachycardia episodes with a couple of intervals with slight oversensing were noted. The physician elected to continue using the rv lead and successfully connected the lead to the new implanted device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).